Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Corrected data: h6 - health impact: 4644 - patient was prescribed medication, should have been included. H6 - health implact: 4625 - laser refractive surgery, should have been included. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -4.5/1.0/061 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to excessive vault and elevated iop, it was reported that the problem resolved after lens explant. The reporter stated " the basic intraocular pressure of the patient was high, and post-op was high. The iop was still greater than 26mmhg after medication. Considering the high risk of glaucoma, the lens was removed, and then the corneal laser operation was performed. After laser surgery the patients ucva reached ou1.2 and the iop is normal (17mmhg)".